Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 1257952-inv,624470) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression, anxiety, hashimoto's disease, fibromyalgia, appendectomy, cholecystectomy and iron deficiency anemia. Concomitant products included bupropion hydrochloride (act bupropion xl), clonazepam, desvenlafaxine succinate (pristiq) and levothyroxine sodium (synthroid). In 2008, the patient experienced headache ("headaches"), migraine ("migraines"), cystitis interstitial ("interstitial cystitis"), depression ("psych injury related to essure, psychological or psychiatric problems condition: depression"), fatigue ("fatigue") and anxiety ("psychological or psychiatric problems condition:anxiety"). On (B)(6) 2008, the patient had essure inserted. In 2009, the patient experienced constipation ("gastrointestinal or digestive system condition: constipation"). In 2012, the patient experienced bladder disorder ("bladder problems") and urinary tract disorder ("urinary problem"). In 2017, the patient experienced tooth disorder ("dental problems"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune thyroiditis ("type of autoimmune diagnosed: hashimoto's"), abdominal pain ("abdominal pain"), allergic rash ("claiming allergy: rash/skin condition"), allergic skin reaction ("claiming allergy: (rash/skin condition"), fibromyalgia ("fibromyalgia") and pain in extremity ("leg pain"). The patient was treated with surgery (hysterectomy (full), salpingectomy bilateral). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, autoimmune thyroiditis, abdominal pain, allergic rash, headache, migraine, allergic skin reaction, cystitis interstitial, depression, bladder disorder, urinary tract disorder, fatigue, anxiety, fibromyalgia, constipation and pain in extremity outcome was unknown and the tooth disorder had resolved. The reporter considered abdominal pain, allergic rash, anxiety, autoimmune thyroiditis, bladder disorder, constipation, cystitis interstitial, depression, fatigue, fibromyalgia, headache, migraine, pain in extremity, pelvic pain, tooth disorder, urinary tract disorder and allergic skin reaction to be related to essure. The reporter commented: the patient received treatment for pelvic pain, abdominal pain, autoimmune thyroiditis, cystitis interstitial, psychological trauma, bladder disorder, urinary tract disorder, fatigue, tooth disorder, migraine, headache. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion. Lot#1257952 reported is not valid. Lot number:624470 manufacturing date: 2007/04 expiration date:2009/03 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-feb-2020: quality-safety evaluation of ptc. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and autoimmune thyroiditis ('type of autoimmune diagnosed: hashimoto's') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune thyroiditis (seriousness criterion medically significant), abdominal pain ("abdominal pain"), rash ("claiming allergy: (rash/skin condition)"), headache ("headaches"), migraine ("migraines"), skin disorder ("claiming allergy: (rash/skin condition)"), cystitis interstitial ("interstitial cystitis"), psychological trauma ("psych injury related to essure"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problem"), fatigue ("fatigue") and tooth disorder ("dental problems"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, autoimmune thyroiditis, abdominal pain, rash, headache, migraine, skin disorder, cystitis interstitial, psychological trauma, bladder disorder, urinary tract disorder, fatigue and tooth disorder outcome was unknown. The reporter considered abdominal pain, autoimmune thyroiditis, bladder disorder, cystitis interstitial, fatigue, headache, migraine, pelvic pain, psychological trauma, rash, skin disorder, tooth disorder and urinary tract disorder to be related to essure. The reporter commented: the patient received treatment for pelvic pain, abdominal pain, autoimmune thyroiditis, cystitis interstitial, psychological trauma, bladder disorder, urinary tract disorder, fatigue, tooth disorder, migraine, headache. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2008: essure confirmation test(s) (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: plaintiff fact sheet (pfs) received: incident category updated. Reporter information, patient details and product indication updated. Removal date updated. Event ¿ injury¿ was replaced with events provided in the pfs. Events added- pelvic pain, abdominal pain, rash, skin disorder, autoimmune thyroiditis, cystitis interstitial, psychological trauma, bladder disorder, urinary tract disorder, fatigue, tooth disorder, migraine, headache. Lab data added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and autoimmune thyroiditis ('type of autoimmune diagnosed: hashimoto's') in an adult female patient who had essure (batch no. 1257952, 624470) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression, anxiety, hashimoto's disease, fibromyalgia, appendectomy, cholecystectomy and iron deficiency anemia. Concomitant products included bupropion hydrochloride (act bupropion xl), clonazepam, desvenlafaxine succinate (pristiq) and levothyroxine sodium (synthroid). In 2008, the patient experienced headache ("headaches"), migraine ("migraines"), cystitis interstitial ("interstitial cystitis"), depression ("psych injury related to essure, psychological or psychiatric problems condition: depression"), fatigue ("fatigue") and anxiety ("psychological or psychiatric problems condition:anxiety"). On (B)(6)2008, the patient had essure inserted. In 2009, the patient experienced constipation ("gastrointestinal or digestive system condition: constipation"). In 2012, the patient experienced bladder disorder ("bladder problems") and urinary tract disorder ("urinary problem"). In 2017, the patient experienced tooth disorder ("dental problems"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune thyroiditis (seriousness criterion medically significant), abdominal pain ("abdominal pain"), allergic rash ("claiming allergy: (rash/skin condition)"), allergic skin reaction ("claiming allergy: (rash/skin condition)"), fibromyalgia ("fibromyalgia") and pain in extremity ("leg pain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, autoimmune thyroiditis, abdominal pain, allergic rash, headache, migraine, allergic skin reaction, cystitis interstitial, depression, bladder disorder, urinary tract disorder, fatigue, anxiety, fibromyalgia, constipation and pain in extremity outcome was unknown and the tooth disorder had resolved. The reporter considered abdominal pain, allergic rash, anxiety, autoimmune thyroiditis, bladder disorder, constipation, cystitis interstitial, depression, fatigue, fibromyalgia, headache, migraine, pain in extremity, pelvic pain, tooth disorder, urinary tract disorder and allergic skin reaction to be related to essure. The reporter commented: the patient received treatment for pelvic pain, abdominal pain, autoimmune thyroiditis, cystitis interstitial, psychological trauma, bladder disorder, urinary tract disorder, fatigue, tooth disorder, migraine, headache. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2008: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 10-dec-2019: pfs received lot number was added. Events "psychological or psychiatric problems condition: depression/ anxiety, fibromyalgia,gastrointestinal or digestive system condition: constipation, leg pain" were added. Outcome of event " dental problems" was updated as recovered. Concomitant drug, medical history and lab data were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 1257952-not valid, 624470) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression, anxiety, hashimoto's disease, fibromyalgia, appendectomy, cholecystectomy and iron deficiency anemia. Concomitant products included bupropion hydrochloride (act bupropion xl), clonazepam, desvenlafaxine succinate (pristiq) and levothyroxine sodium (synthroid). In 2008, the patient experienced headache ("headaches"), migraine ("migraines"), cystitis interstitial ("interstitial cystitis"), depression ("psych injury related to essure, psychological or psychiatric problems condition: depression"), fatigue ("fatigue") and anxiety ("psychological or psychiatric problems condition:anxiety"). On (B)(6)2008, the patient had essure inserted. In 2009, the patient experienced constipation ("gastrointestinal or digestive system condition: constipation"). In 2012, the patient experienced bladder disorder ("bladder problems") and urinary tract disorder ("urinary problem"). In 2017, the patient experienced tooth disorder ("dental problems"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune thyroiditis ("type of autoimmune diagnosed: hashimoto's"), abdominal pain ("abdominal pain"), allergic rash ("claiming allergy: (rash/skin condition)"), allergic skin reaction ("claiming allergy: (rash/skin condition)"), fibromyalgia ("fibromyalgia") and pain in extremity ("leg pain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, autoimmune thyroiditis, abdominal pain, allergic rash, headache, migraine, allergic skin reaction, cystitis interstitial, depression, bladder disorder, urinary tract disorder, fatigue, anxiety, fibromyalgia, constipation and pain in extremity outcome was unknown and the tooth disorder had resolved. The reporter considered abdominal pain, allergic rash, anxiety, autoimmune thyroiditis, bladder disorder, constipation, cystitis interstitial, depression, fatigue, fibromyalgia, headache, migraine, pain in extremity, pelvic pain, tooth disorder, urinary tract disorder and allergic skin reaction to be related to essure. The reporter commented: the patient received treatment for pelvic pain, abdominal pain, autoimmune thyroiditis, cystitis interstitial, psychological trauma, bladder disorder, urinary tract disorder, fatigue, tooth disorder, migraine, headache. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2008: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 24-jan-2020: update of information (batch is invalid). A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.